Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was an instrument error. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was received with the blade scratched and cracked. The device was tested with a generator and was nonfunctional due to the condition of the blade. The hand-activated buttons were tested and functioned properly. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.